Manufacturer narrative:
H6: ec method code desc - 5: communication/interviews (4111). Investigation evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one cook silicone balloon hysterosalpingography injection catheter for investigation. Visual examination confirmed the catheter was returned bowed and in prior to use condition. The original package and label were not returned with the device. A functional test was performed by inflating the balloon with tap water. There was no leakage observed from the balloon, the distal tip, or around the inflation valve. There were no manufacturing anomalies observed. The balloon deflated properly using the syringe. The device functioned as intended, and therefore the investigation unable to recreate the customer's report. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints associated with the complaint device lot. These additional complaints were from the same customer as this complaint. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings "always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas." Precautions "do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The device was received in unused condition, but the catheter was noted to be slightly bowed. There was no leakage observed from the balloon, inflation valve, or distal tip. The balloon deflated properly. The reported failure could not be replicated using the returned device. The complaint was not confirmed, as the device functions as intended. Cook has concluded that no problem with the complaint device was detected. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: manager of diagnostic imaging. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an xray hysterosalpingogram using a cook silicone balloon hysterosalpingography (hsg) injection catheter, the device would not deflate. The physician tested the device prior to use on the patient by inflating with 1.5ml of air, but it failed to deflate. Another same type hsg device was tested and used to complete the procedure. No adverse effects were reported due to the alleged malfunction.